Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, it was noted that the drive geometry at the distal tip of the returned driver shaft, t8 hexalobe, cannulated, straight, had broken. The broken piece was returned for investigation. It was not indicated if a torque-indicating adapter had been used with the device. The most likely cause can be attributed to use error due to over-torquing/over-engaging the driver within the screw head. Functional testing was not performed due to the damage to the distal tip of the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a screw removal surgery the device broke inside the patient. All fragments were retireved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 07-may-2024: it was confirmed that the distal part of the screw driver broke off.